Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to an implant procedure. The left ventricular lead failed to sense and exhibited high capture thresholds at various implant locations. Two different lead sheaths failed to enter the patient's vein and became deformed after multiple attempts. The sheaths' hemostatic valve also leaked blood throughout the procedure. Physician decided to abandon implanting the lead, due to a prior patient condition. Patient had no consequences as a result of the event.